Manufacturer narrative:
The lead was returned with no original packaging. Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead package was found to be defective before use. The outer cover of the lead package was damaged. It was noted that the box was open, the outer sterile container was missing and inner-container was partially open and lost the sterility. The reason for this damage was unknown.